Event description:
During surgery the broaches broke and got stuck in the patient. They were able to removed after a 45 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.